Event description:
Customer reported to beckman coulter, inc. That the coulter lh 750 hematology analyzer had a fluid leak in the vicinity of the needle cartridge assembly. Customer reported the leak was not contained within the instrument. Customer reported the fluid was leaking onto the counter below the instrument. Customer indicated the volume of the leak was approximately 50 ml of fluid. Customer reported the leak was observed during startup and samples were not analyzed. There was no report patient results were affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak at the sweep flow tank area. The fse replaced all the associated tubing and pinch valves to resolve the leak.

Manufacturer narrative:
(B)(4).